Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended device replacement within 90 days. The device was explanted and replaced to resolve the event. No additional adverse patient consequences were reported. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended device replacement within 90 days. At this time, the device remains implanted and in-service. No adverse patient consequences were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and recommended device replacement within 90 days. The device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.